Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture, baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Physician reports capsular contracture (baker grade iii) on left side. Device was explanted.

Event description:
Physician reports capsular contracture (baker grade iii) on left side. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: yellow and red particles on the surface of the shell. Deformation. Crease fold device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Additional, changed, and/or corrected data: d4, g1, h4, h6.

Event description:
Physician reports capsular contracture (baker grade iii) on right side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are:capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: brown particles observed on the device. Deformation device observed on the device. Wear abrasion observed on the device. No further actions are required as the device was implanted.